Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was unable to attach to pump. There was an error message. There was no reported patient involvement.

Manufacturer narrative:
A1 was corrected, and h6, health effect - impact code was corrected. D9 6/20/2025. One device was received for evaluation. Visual inspection noted a damaged downstream occlusion seal. Functional testing was able to duplicate the reported problem. The event history log noted the reported error code. It was determined that the downstream occlusion sensor was the root cause. The downstream occlusion sensor and downstream occlusion seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.